Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use in the right groin. Three weeks later, the pt was noted to have decreased pulses in the right leg and was sent back to the hospital for eval. An angiogram revealed a large 90% flap obstruction of the common femoral artery. Surgery was performed to remove the flap. At the end of the surgery, the pt had a palpable pulse. The pathology report stated that the mass removed was fibrin and blood. The implant and explant dates are month specific.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.